Manufacturer narrative:
Complainant city: (B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis with a pigtail mandrel inserted in the wire lumen and a stent protector covering the stent, balloon and tip. Damage was noted. The stent protector and mandrel were removed. A visual and microscopic examination of the crimped stent found that the mid-section and proximal end of the stent were damaged. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The proximal balloon cone appeared bunched. The distal balloon cone was still in its originally folded position. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jul-2018. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. After a guide wire crossed the lesion, a 3.0 15 non-bsc balloon catheter was advanced for pre-dilatation. A 3.00x16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After three attempts, the device was still unable to cross. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.